Event description:
It was reported the ECG (electrocardiogram) does not work. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. (B)(4): analysis found that there was intermittent telemetry with the radiofrequency (rf) head. It was also noted that the magnet had a little bit of rust starting on it.